Manufacturer narrative:
H3: the desktop charger sn (B)(6) was returned for product analysis. Analysis of the device found that the connector pins were bent, and thus the cable assembly was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) 1n implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller reported the implant is not holding a charge and patient is in a lot of pain for couple weeks. Patient services (ps) asked caller if patient had fall or trauma and caller said patient fell but she didn't put it together. Ps reviewed how fall or trauma could affect the implant function. Caller stated the recharger is fully charged, it's the implant that is not holding a charge. Caller stated she is a nurse and check everything. Ps reviewed information and recommend caller consult with hcp ofc for next steps.

Event description:
Additional information was received from a friend/family member reporting that they thought the same issue was still happening that the ins was not filling up even when charging with 8 coupling boxes. The patient has aids/helpers who usually recharge and the caller did not know if the patient has had any issues since the initial call. The caller charged the patient for 3 hours yesterday and the ins battery started off empty. Today the ins battery is flashing 25-50%, patient services reviewed that the ins has charged and reviewed charge duration expectations. The caller will continue charging the ins, the ins appears to be charging at expected duration. The caller confirmed no pain return for the patient. No symptoms were reported.

Manufacturer narrative:
H2: ime/annex e code e2330 & imf/annex f code f11 corresponds with implantable neurostimulator (ins), model 97714, s/n: (B)(6). Ime/annex e code e2403 & imf/annex f code f26 corresponds with the reportable desktop charger (dtc), model 37761, s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4).

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger (insr) would not charge and it was completely blank. They reported somebody may have plugged the desktop charger (dtc) into the insr the wrong way and now the insr would not charge, but they were not completely sure. The patient later called back with their equipment reporting the dtc cord was bent and was the most likely reason the insr would not charge. The patient was in pain due to not being able to charge. Repair noted the dtc connector pin was bent. A replacement dtc was sent to the patient. Additional information was received from a friend/family member of a patient. Caller reported that she had called a couple of days ago because the patient's recharger haven't been charging so patient was sent a new cord, but it didn't resolve the issue. Patient said that when she plugged in the dtc into the recharger, the recharger will charge but when she goes to charge the implant, the implant would not hold a charge. Then, she would get a normal charging screen and it said the charger is charging her implant but the implant battery didn't increase or hold a charge. Patient is in pain because she's unable to charge and is a continuing problem. Patient services emailed repair and redirected caller to follow up with healthcare provider if the new replacement recharger that was requested doesn't resolve the issue.